Manufacturer narrative:
The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time.

Event description:
It was reported that the device had failed calibration test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a26 annex g: g07002 annex b: b17 annex c: c20 annex d: d15.

Event description:
It was reported that the device had failed calibration test. There was no patient involvement.